Event description:
Lap chole: "clips were not closing completely and structure occlusion was not occurring. (B)(6): lapchole was performed on pt for cholecystitis. Clips from ca500 were not closing completely . Dr pulled "a few clips from pt abdomen that had not closed properly. Dr reports having previous challenges with this device. (B)(6): pt presents with acute abdominal pain and is admitted to hospital. Pt undergoes second procedure to stop bile leak. Dr uses endoloop to "tie off" bile leak. (B)(6): pt is discharged from hospital. Today's date is (B)(6) 2013." Type of intervention: second procedure was performed to re-scope and ligate bile leak. Used an endo loop to tie off bile leak. Post op notes from (B)(6) include acute abdominal pain, bile leak and possible spasm of ampulla of vater.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and met all specifications. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. For optimal performance of the clip applier, use care when removing the device from packaging and when introducing or removing the device through a trocar. This document represents our final report.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.